Event description:
A pt reported she was treated for the first time on 12/6/96 under the eyes. On 12/13/96, a touch-up treatment was administered to the same sites. On 1/2/97, the pt awoke and became aware of lumpiness, swelling and itching at the treatment sites. On 1/4/97, the pt presented to her physician with continuing symptoms. He believed the symptoms represented contact dermatitis related to the use of nail polish; oral atarax and elocon cream were prescribed. On 1/9/97, erythema developed at the treatment sites. On 1/11/97, the pt presented with continuing symptoms. The physician diagnosed a hypersensitivity and instructed the pt to continue the medications. On 1/13/97, the pt was seen by a consulting physician who also diagnosed a hypersensitivity to collagen. She was instructed to continue the medications prescribed by the injecting physician. On 1/23/97, the pt presented with continuing symptoms to a third dermatologist who also diagnosed a hypersensitivity and instructed the pt to discontinue the use of all medications. As of 1/27/97, the symptoms continued, described as constant, sometimes worse in the morning.